Event description:
Customer states during use on a pt, a doctor confirmed the cuff did not inflate after 1 min from intubation. The caller confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.